Manufacturer narrative:
(B)(4). Z nail cmf 10.5 x 85 lag scr; catalog#47249908510; lot#3079066. Z nail 5.0x25 cort screw fa; catalog#47248402550; lot#65167353. Z nail 5.0x25 cort screw fa; catalog#47248402550; lot#65225003. Foreign japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report 0009613350-2022-00325.

Event description:
It was reported that: the surgeon found that the lag screw was sliding to the outer side 7 weeks after the initial surgery. The surgeon will continue to monitor the patient's condition. Revision surgery is not currently planned. No further patient outcome was provided. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Based on the available information it is not possible to determine the root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.